Manufacturer narrative:
Final analysis of the pump found a pump motor feed thru anomaly, shorting across the insulator.

Event description:
Pump was returned for analysis. There were no events related to pump, and it was a routine removal due to elective replacement indicator (eri).

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID: 8590-9, lot#: n225513, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: accessory. (B)(4).